Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced over/under correction. The lens was exchanged with a same length but different power lens and this resolved the problem.